Manufacturer narrative:
D4 - primary unique device identification (UDI) number cannot be provided as a product identifier could not be obtained.

Event description:
During a normal device exchange, increased pacing impedance was observed on the right ventricular (rv) lead while attempting to implant. The rv lead was then explanted and replaced to resolve the event. The patient is stable.